Event description:
It was reported that approximately 19 months post lens implantation in the left eye. A white cloud was identified on or within the lens (doctor could not determine). Steroid drops were prescribed and a yag procedure was performed approximately 2 months later. Approximately 2 months after yag the lens was explanted and replaced. Patient's current vision is 20/60.

Manufacturer narrative:
The device history record was review and no nonconformities or anomalies were identified. The lot history, trend analysis, risk analysis, and directions for use review were reviewed and considered acceptable. No other complaints for similar reason code from the same lot have been identified. The device has been requested but has not been received at b&l for evaluation. Investigation is underway. Results will be submitted to the FDA in a supplemental report.